Event description:
The operative inspection showed missing flow through the valve. The valve was locked for liquid flow.

Manufacturer narrative:
The alleged failure was duplicated. Some important white deposits were found inside the valve particularly around the spring and the ruby ball. This is consistent with the patient indication mentioned in the complaint form. Even if our test protocol did not allow us to observe any significant occlusion, such physiological components are actually susceptible to occlude the ball-cone mechanism and to prevent the drainage. Explantation was thus justified. Obstruction is the main complication of csf shunt and described in the instruction for use. No corrective action is decided.